Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charger did not charge the device properly, requiring the user to hold the charging plug against the pad and the device continued to lose charge despite attempted charging. Symptoms included no reported clinical effects. Outcomes included no reported impact to health or medical care. Investigation included customer interview and troubleshooting. Investigation of this case revealed a suspected defective external power/charging component. It was concluded that the device performance issue was related to the charging accessory and replacement was arranged.